Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, multiple auto-mode switch episodes due to very low amplitude atrial noise were observed. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored normally.